Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. It was indicated that the device was serviced by a third party, which could cause the reported issue since mechanical and biocompatible characteristics can no longer be guaranteed with third party materials but as the device was not returned this could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath displayed a broken ceramic tip. The issue occurred during reprocessing for an unspecified therapeutic procedure. There were no reports of patient harm.